Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer either resumed insulin delivery or changed out pump supplies to address the alarm and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose.